Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low readings, excessive no delivery alarms, partial display, motor error and damage on the insulin pump. The customer's blood glucose reading was 235 mg/dl in the morning. The customer stated that the pump alarmed motor error and the delivery stopped. The customer stated that the pump was dropped and there were squiggly lines on the screen. The customer is using (B)(6) aaa alkaline battery. The customer declined to troubleshoot for no delivery, damage, low and high readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no excessive no delivery alarm during test noted. The motor passed motor test. The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.